Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue could likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) results for one patient sample. The sample was submitted for investigation and was tested on an analytical e module analyzer and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. The customer's initial results were automatically reported out. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided.